Manufacturer narrative:
On (B)(6) 2015 we received back the explanted devices. On (B)(6) 2015 the r&d project manager checked them with the following comments: observing the femoral stem no particular sign can be noted, except on the neck: such a sign was probably caused during the removal phase. The ha on the surface of the stem is not completely reabsorbed. Observing the femoral head no particular sign can be noted, except some signs probably due to the extraction phase. It is not possible from the inspection of the implants determine the root cause of the event.

Manufacturer narrative:
Batch review performed on 08 october 2015: lot 090837: (B)(4) items manufactured and released on 25 may 2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On (B)(6) the medical affairs director made the following clinical evaluation: after 6 years, radiographs show that the stem is proximally loose. The distal cortical thickening is very evident and therefore the stem must have found distal stability several years before revision. The reported fracture of greater trochanter during primary operation may have delayed proximal stabilization and encouraged distal fixation: it could be the root cause for this failure but this cannot be stated with certainty. The final cause is proximal loosening due to distal fixation of the stem. This is a known potential problem of hip arthroplasties at mid- or long-term. Not received yet.

Event description:
Revision due to loosening of the stem, 6 years after primary. Only head and stem were explanted.

Manufacturer narrative:
On 31 may 2016 it was prepared a final report with the information already submitted in the initial report. On 07 june 2016 the report was sent to the initial reporter and the case was closed.